Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information requested but not received. Event date is an estimation. It is unknown which lead was explanted, so both are being reported on.

Event description:
Related manufacturer reference number: 1627487-2020-22538. It was reported that one of the patient's leads was previously explanted for an unknown reason on an unknown date.